Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) /2012 with the following findings: the force sensor flex was found to be damaged causing an intermittent connection. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor flex was found to be damaged causing an intermittent connection. During evaluation the pump was able to rewind, load and prime successfully. Unrelated to the event the battery compartment was found to be cracked.